Event description:
A customer in (B)(6) reported a false positive cefoxitin screen for three staphylococcus aureus isolates from a patient wound site in association with the vitek® 2 ast-gp67 test kit. The customer stated they updated to vitek 2 software version 8.01 and ran the three isolates previously run on version 7.01. The cefoxitin screen was positive but then it was confirmed negative with pbp2a and pcr. The customer then repeated the ast-gp67 test and the cefoxitin screen was negative. The customer stated the patient 's knee replacement surgery was delayed because the first resistant ((B)(6)) result, would have required more invasive surgery, so confirmation of the other methods (pbp2a and pcr) was needed which confirmed cefoxitin negative. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states had reported a false positive cefoxitin screen for three staphylococcus aureus isolates from a patient wound site in association with the vitek® 2 ast-gp67 test kit. The customer no longer had the isolates or raw data to submit for an investigation. An internal investigation was performed for false positive cefoxitin screen results for staphylococcus aureus isolates in association with the vitek® 2 ast test cards. A review of the raw materials, in-process materials, and the manufacturing processes did not show any complaint lot specific factor that could cause an increase of false positives. There does not appear to be an instrument performance or maintenance issue, product stability, nor a measurement or standardization issue. Although the software version 8.01 increases the reading time and theoretically could increase the false positive rate, studies show the rate is well within performance requirements. It should also be noted that a certain degree of organism variability can lead to false positive cefoxitin screen results. These deviations are captured in the performance characteristics of the cefoxitin screen test. A review of the test method identified risks for contamination associated with ancillary components used in the test method that can cause false positives and was shown to be the case in previous investigations. The 8.01 cefoxitin screen analysis modification may exacerbate the impact of contamination. Finally, a heightened awareness in the field due to multiple field communications involving 8.01 and cefoxitin screen testing, may have resulted in an increased rate of complaints even if the overall false resistance rate was the same. The complaint rate will continue to be monitored and any adverse trend will be investigated. In addition to the testing done by biomérieux, it should be noted that to this point, no other customer isolate submittals have generated the same initial false positive oxsf result. Furthermore, the false positive results are not replicated at either biomérieux or at the customer sites. Info 4040, good vitek®2 testing practices was published 25sep2018 in order to assist local customer service with customer troubleshooting.